Event description:
It was reported that during a da vinci surgical procedure, it was noted that the prograsp forceps instrument would not articulate correctly. A frayed cable was also observed on the instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cable and grip cable was frayed. The instrument was found with the frayed pitch cable at the distal idler. No damage was found on the clevis. The grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. Failure analysis investigation also found the instruments distal pulley had mechanical indentations and burrs. There were indentations at the edge of the distal pulley and visable scratches on the surface of the distal pulley. Failure analysis concluded that the mechanical indentation and burr damage was likely due to mishandling/misuse. Failure analysis investigation also found the instruments main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were not axially aligned with the tube. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed pitch cable and/or scratch marks with light material removal on the main tube found during failure analysis if to recur could cause or contribute to an adverse event.